Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), uterine perforation ('uterine perforation / expulsion / migration/ migration of essure device location: unknown') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no: 975384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 (on (B)(6) 2007 and on (B)(6) 2012) and gravida ii. Previously administered products included for an unreported indication: demerol hci, penicillin and sulfadiazine. Past adverse reactions to the above products included pruritus with demerol hci; and rash with penicillin and sulfadiazine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), haemorrhage ("blood or heart disorder general abnormal bleeding/ abnormal bleeding"), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: nickel allergy"), hypersensitivity ("hypersensitivity/ allergic or hypersensitivity reaction type: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), abdominal distension ("swelling in abdomen/ other injuries or complications: swelling in abdomen"), dermatitis allergic ("rash") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, uterine perforation, fallopian tube perforation, genital haemorrhage, haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, cardiac disorder, allergy to metals, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, cystitis, vaginal discharge, abdominal distension, dermatitis allergic and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, cardiac disorder, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 3 trailing coils in right ostium and 1 in left ostium. Patient received treatment for dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, genital bleeding, heart disorder, nickel allergy, allergic rash, hypersensitivity, uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, bladder problems, uti, urinary disorders, bladder infection, vaginal infection, vaginal discharge and abdominal swelling. Other ectopic pregnancy has been created and linked to case: (B)(4). Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received-on 31-aug-2012, she implanted essure (previously reported as on (B)(6) 2012). Lot number updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), uterine perforation ('uterine perforation / expulsion / migration/ migration of essure device location: unknown'), fallopian tube perforation ('fallopian tube perforation') and intra-abdominal haemorrhage ('general abdom bleeding') in an adult female patient who had essure (batch no. 976384- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 ((B)(6) 2007 and (B)(6) 2012) and gravida ii. Previously administered products included for an unreported indication: demerol hci, penicillin and sulfadiazine. Past adverse reactions to the above products included pruritus with demerol hci; and rash with penicillin and sulfadiazine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage ("blood and heart disorder: general abnormal bleeding/ abnormal bleeding"), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: nickel allergy"), hypersensitivity ("hypersensitivity/ allergic or hypersensitivity reaction type: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), abdominal distension ("swelling in abdomen/ other injuries or complications: swelling in abdomen"), dermatitis allergic ("rash") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, uterine perforation, fallopian tube perforation, intra-abdominal haemorrhage, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, cardiac disorder, allergy to metals, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, cystitis, vaginal discharge, abdominal distension, dermatitis allergic and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, cardiac disorder, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, hypersensitivity, intra-abdominal haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 3 trailing coils in right ostium and 1 in left ostium. Patient received treatment for dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, genital bleeding, heart disorder, nickel allergy, allergic rash, hypersensitivity, uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, bladder problems, uti, urinary disorders, bladder infection, vaginal infection, vaginal discharge and abdominal swelling. Other ectopic pregnancy has been created and linked to case- (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: update of information (batch is not valid). Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), uterine perforation ('uterine perforation / expulsion / migration/ migration of essure device location: unknown'), fallopian tube perforation ('fallopian tube perforation') and intra-abdominal haemorrhage ('general abdom bleeding') in an adult female patient who had essure (batch no. 976384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 (B)(6)2007 and (B)(6)2012) and vaginal delivery. Previously administered products included for an unreported indication: demerol hci, penicillin and sulfadiazine. Past adverse reactions to the above products included pruritus with demerol hci; and rash with penicillin and sulfadiazine. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage ("blood and heart disorder: general abnormal bleeding/ abnormal bleeding"), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: nickel allergy"), hypersensitivity ("hypersensitivity/ allergic or hypersensitivity reaction type: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), abdominal distension ("swelling in abdomen/ other injuries or complications: swelling in abdomen"), dermatitis allergic ("rash") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, uterine perforation, fallopian tube perforation, intra-abdominal haemorrhage, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, cardiac disorder, allergy to metals, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, cystitis, vaginal discharge, abdominal distension, dermatitis allergic and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, cardiac disorder, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, hypersensitivity, intra-abdominal haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 3 trailing coils in right ostium and 1 in left ostium. Patient received treatment for dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, genital bleeding, heart disorder, nickel allergy, allergic rash, hypersensitivity, uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, bladder problems, uti, urinary disorders, bladder infection, vaginal infection, vaginal discharge and abdominal swelling. Other ectopic pregnancy has been created and linked to case- (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received. Lot number added. Medical history added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device breakage ('device breakage'), uterine perforation ('uterine perforation / expulsion / migration'), fallopian tube perforation ('fallopian tube perforation'), genital haemorrhage ('general abdom bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), abdominal distension ("swelling in abdomen") and dermatitis allergic ("rash"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, uterine perforation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, cardiac disorder, allergy to metals, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, cystitis, vaginal discharge, abdominal distension and dermatitis allergic outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, cardiac disorder, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, genital bleeding, heart disorder, nickel allergy, allergic rash, hypersensitivity, uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, bladder problems, uti, urinary disorders, bladder infection, vaginal infection, vaginal discharge and abdominal swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received: case became incident, event injury nos removed, new events (dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, genital bleeding, heart disorder, nickel allergy, allergic rash, hypersensitivity, uterine perforation, fallopian tube perforation, device breakage, ectopic pregnancy with contraceptive device, bladder problems, uti, urinary disorders, bladder infection, vaginal infection, vaginal discharge and abdominal swelling) ) updated, insertion date of essure, new reporter, reporter detail and date of birth of patient updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), uterine perforation ('uterine perforation / expulsion / migration/ migration of essure device location: unknown') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 975384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 ((B)(6) 2007 and (B)(6) 2012) and gravida ii. Previously administered products included for an unreported indication: demerol hci, penicillin and sulfadiazine. Past adverse reactions to the above products included pruritus with demerol hci; and rash with penicillin and sulfadiazine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), haemorrhage ("blood or heart disorder general abnormal bleeding/ abnormal bleeding"), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: nickel allergy"), hypersensitivity ("hypersensitivity/ allergic or hypersensitivity reaction type: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), abdominal distension ("swelling in abdomen/ other injuries or complications: swelling in abdomen"), dermatitis allergic ("rash") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, uterine perforation, fallopian tube perforation, genital haemorrhage, haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, cardiac disorder, allergy to metals, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, cystitis, vaginal discharge, abdominal distension, dermatitis allergic and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, cardiac disorder, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, haemorrhage, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 3 trailing coils in right ostium and 1 in left ostium. Patient received treatment for dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, genital bleeding, heart disorder, nickel allergy, allergic rash, hypersensitivity, uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, bladder problems, uti, urinary disorders, bladder infection, vaginal infection, vaginal discharge and abdominal swelling. Other ectopic pregnancy has been created and linked to case- (B)(4). Lot number: 975384, manufacturing date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device breakage ('device breakage'), uterine perforation ('uterine perforation / expulsion / migration/ migration of essure device location: unknown'), fallopian tube perforation ('fallopian tube perforation'), intra-abdominal haemorrhage ('general abdom bleeding'), genital haemorrhage ('blood and heart disorder: general abnormal bleeding/ abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and metrorrhagia ("metrorrhagia"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: nickel allergy"), hypersensitivity ("hypersensitivity/ allergic or hypersensitivity reaction type: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), abdominal distension ("swelling in abdomen/ other injuries or complications: swelling in abdomen"), dermatitis allergic ("rash") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, uterine perforation, fallopian tube perforation, intra-abdominal haemorrhage, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, cardiac disorder, allergy to metals, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, cystitis, vaginal discharge, abdominal distension, dermatitis allergic and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, cardiac disorder, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, hypersensitivity, intra-abdominal haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, genital bleeding, heart disorder, nickel allergy, allergic rash, hypersensitivity, uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, bladder problems, uti, urinary disorders, bladder infection, vaginal infection, vaginal discharge and abdominal swelling. Other ectopic pregnancy has been created and linked . Case no. (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device breakage ('device breakage'), uterine perforation ('uterine perforation / expulsion / migration/ migration of essure device location: unknown'), fallopian tube perforation ('fallopian tube perforation'), intra-abdominal haemorrhage ('general abdom bleeding'), genital haemorrhage ('blood and heart disorder: general abnormal bleeding/ abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and metrorrhagia ("metrorrhagia"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: nickel allergy"), hypersensitivity ("hypersensitivity/ allergic or hypersensitivity reaction type: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problem"), abdominal distension ("swelling in abdomen/ other injuries or complications: swelling in abdomen"), dermatitis allergic ("rash") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, uterine perforation, fallopian tube perforation, intra-abdominal haemorrhage, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, cardiac disorder, allergy to metals, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, cystitis, vaginal discharge, abdominal distension, dermatitis allergic and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, cardiac disorder, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, hypersensitivity, intra-abdominal haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, pelvic pain female, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, genital bleeding, heart disorder, nickel allergy, allergic rash, hypersensitivity, uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, bladder problems, uti, urinary disorders, bladder infection, vaginal infection, vaginal discharge and abdominal swelling. Other ectopic pregnancy has been created and linked . Case no. (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (vaginal), general abnormal bleeding. Reporter information, events onset date were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.